Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The pump was received with scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of display anomaly from the insulin pump. The customer's blood glucose reading was 64 mg/dl. The customer stated that the insulin pump had a pixel on the display and it is growing. The customer stated that when she bloused, it got bigger. The customer will be sent a replacement pump.